Manufacturer narrative:
The nurse call cable was returned to the failure analyais lab for evaluation. A thorough comparison of the defective cable assembly with a known-good cable assembly indicated that the strain relief component, situated within the connector, lacked adequate grip on the edge of the cable jacket. This insufficient grip caused the wires soldered to the connector terminal to endure all the stress and strain, making them vulnerable to immediate weakening or breakage with any movement or tension.

Event description:
It was reported that during use on a patient (age & gender unknown), the devices nurse call cable failed. Complainant indicated there was a sentinal event; however, specific patient outcome details were not provided other than confirming that the patient survived.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.